Event description:
It was reported to philips that the system did not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the system was unable to boot up. The system was in clinical use; however, the customer was unable to share the details of the procedure's outcome. No patient/user harm was reported to philips. The system reached its end of support as of march 1, 2025. Hence, no remote or on-site service was provided. Log file analysis revealed an unusual gap in the records between 14:01:41 and 14:45:41, along with indications of a hard disk error. It was confirmed that the system failed to boot. On may 20, 2025, the allura xper fd20 was dismantled. Hence, no further investigation can be carried out. The codes were updated based on the investigation outcome.